Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: this MDR was generated under (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted and there were no relevant findings detected. The device was returned for analysis and has been evaluated. The returned part consisted of two hundred and seventeen (217) items which were in new condition and with their original unopened packaging. Visual and functional testing were performed. The items were visually inspected at a distance of 12? To 24? And normal conditions of illumination. There were no discrepancies found. A functional test leak was performed on the items using hydrostat vessel and no leaks were detected or other discrepancies. No actions were taken for the primary concern reported. A root cause has not been determined since the reported complaint was not confirmed.